Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted within the bile duct of a patient during an endoscopic retrograde cholangiopancreatography (ercp) and pancreatogram procedure performed on (B)(6) 2016, as part of (B)(6). The patient had a history of pancreatic cancer. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms. On (B)(6) 2016, baseline biliary obstructive symptoms were recorded, and the following symptoms were reported: right upper quadrant pain, fever/chills, jaundice, and dark urine. On (B)(6) 2016, baseline liver function tests were performed. The patient underwent computed tomography (CT), endoscopic ultrasound (eus), and eus fine needle aspiration (fna), and result of malignancy was identified. On (B)(6) 2016, the patient presented with jaundice. On (B)(6) 2016, the stent was noted to be occluded due to tissue ingrowth. A biliary reintervention was performed as a result of the recurrence of the original biliary stricture. A 10mm x 60mm wallflex fully covered stent was implanted in a satisfactory position complete the procedure. Both the wallflex biliary uncovered stent and wallflex fully covered stents remain implanted. There were no patient complications reported as a result of this event.